Manufacturer narrative:
Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2016; 4194, lead, implanted: (B)(6)2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high rv impedance. Follow up did not indicate any intervention. The lead is still in use. No patient complications have been reported as a result of this event.